Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a trial stage 1 implant procedure, the lead could not be inserted all the way into the percutaneous extension. The physician loosened up the set screws and re-inserted the lead but the blue tip could not be visualized (indicated not fully inserted) in the perc extension. The physician again loosened the last screw but the lead would still not advance. A new lead was then implanted which did work properly. If additional info becomes available, a follow-up report will be sent.